Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device found the casing to be cracked around the power jack; however, the complaint issue of suction failure could not be confirmed as the device passed all functional tests and was confirmed working within specifications. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a day after the treatment started the device was not suctioning properly. No patient harm was reported.